Event description:
It was reported that; after the completion of the surgical nail, screw the screw spike from the nail head.

Manufacturer narrative:
Additional supplemental will be submitted upon completion of investigation.

Event description:
It was reported that; after the completion of the surgical nail, the screw detached from the nail head.